Event description:
Chills, fever, diffuse redness and tenderness, cellulitis surrounding permanently implanted pacemaker (placed 1/96). Developed staph aureus, infected pacemaker generator pocket. Pacemaker and leads explanted 4/8/96. Required hospitalization and continued outpatient antibiotic therapy.